Manufacturer narrative:
Device has been evaluated but not repaired, pending customer approval of the estimate.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. During evaluation, a failure of the device to power on was observed. The device's system board needs replaced to address the issue. During evaluation, a failure of the device's sensor board was observed. The device's sensor board needs replaced to address the issue.